Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, at approximately 7:00pm while driving, the patient blacked out and was involved in a car accident. Bystanders called 911, and emt personnel arrived at the scene. When emt arrived, they checked the patient's dexcom g7 app, the glucose reading in the dexcom app and showed 211 mg/dl, but a fingerstick test conducted by emts revealed a critically low reading of 20 mg/dl. The patient was immediately transported to the hospital. On the way to the hospital, emt administered unspecified medication. The patient regained consciousness before entering the hospital within an hour after the accident and was informed by emts about the incident. According to the patient emt did not provide by the exact medication provided but he thinks he was provided and IV glucose to elevate the readings. Upon admission, the doctor conducted an MRI scan to assess the severity of the accident and results were normal. The patient remained in the hospital for approximately 4 hours. Before discharge, a fingerstick test showed a glucose level of 400 mg/dl, while the dexcom g7 app still displayed 200 mg/dl. The patient was advised to calibrate the sensor. Upon returning home, the patient performed a calibration and received a fingerstick reading of 347 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.